Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted into the patient. The patient underwent mesh implantation in order to treat stress urinary incontinence, peri-menopausal menometrorrhagia, and enlarged fibroid uterus. It was reported that the patient had the concurrent procedures of laparoscopic supracervical hysterectomy with bilateral salpingo-oopherectomy, lysis adhesions, cystoscopy, and endometrial biopsy performed during mesh implantation. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.